Event description:
Reportedly, patient visited the hospital due to breath shortness. Initially, atrial fibrillation was suspected as a possible cause of the observed symptom. However atrial fibrillation was not confirmed and ventricular pacing due to atrial pacing failure was confirmed. Atrial sensing failure was also confirmed. The subject pacemaker check was performed. Atrial lead was measured. Atrial lead impedance was over 3000 ohms and both atrial pacing failure and atrial sensing failure were observed. Also, the subject pacemaker was initially programmed to safer mode; however, it was switched from aai mode to ddd mode, because of no ventricular contraction due to atrial pacing failure. Atrial lead polarity was reprogrammed to unipolar configuration and atrial lead was measured again. Atrial lead impedance was 545 ohms and atrial threshold and p-wave amplitude were normal values. Isometric test was performed in unipolar configuration and atrial noise oversensing was observed. Therefore, re-operation was scheduled for (B)(6) 2016 in order to replace atrial lead. The subject pacemaker failure was not suspected; however, the pacemaker replacement was also considered at the re-operation. According to the patient, she had started to experience breath shortness different from usual from around (B)(6) 2016. The episode recorded in the device memory showed that rate of ventricular pacing(%) had started increasing since the same period reported by the patient. Re-operation was performed. The subject pacemaker was removed from the pacemaker pocket. Atrial lead pull test was not performed prior to unscrew atrial setscrew of the pacemaker. Both atrial and ventricular set-screws were loosened and atrial and ventricular leads were disconnected from the pacemaker. Atrial lead measurement by a pacing system analyzer was not performed. Atrial lead was discontinued to use and it was capped and remained inside the patient's body. A new atrial lead was implanted instead. Pacemaker failure was not suspected however the subject pacemaker was also discontinued to use and will be returned for analysis. A new pacemaker was connected to the new atrial lead and the implanted-ventricular lead.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, patient visited the hospital due to breath shortness. Initially, atrial fibrillation was suspected as a possible cause of the observed symptom. However atrial fibrillation was not confirmed and ventricular pacing due to atrial pacing failure was confirmed. Atrial sensing failure was also confirmed. The subject pacemaker check was performed. Atrial lead was measured. Atrial lead impedance was over 3000 ohms and both atrial pacing failure and atrial sensing failure were observed. Also, the subject pacemaker was initially programmed to safer mode; however, it was switched from aai mode to ddd mode, because of no ventricular contraction due to atrial pacing failure. Atrial lead polarity was reprogrammed to unipolar configuration and atrial lead was measured again. Atrial lead impedance was 545 ohms and atrial threshold and p-wave amplitude were normal values. Isometric test was performed in unipolar configuration and atrial noise oversensing was observed. Therefore, re-operation was scheduled for (B)(6) 2016 in order to replace atrial lead. The subject pacemaker failure was not suspected however the pacemaker replacement was also considered at the re-operation. According to the patient, she had started to experience breath shortness different from usual from around (B)(6) 2016. The episode recorded in the device memory showed that rate of ventricular pacing (%) had started increasing since the same period reported by the patient. Re-operation was performed. The subject pacemaker was removed from the pacemaker pocket. Atrial lead pull test was not performed prior to unscrew atrial setscrew of the pacemaker. Both atrial and ventricular set-screws were loosened and atrial and ventricular leads were disconnected from the pacemaker. Atrial lead measurement by a pacing system analyzer was not performed. Atrial lead was discontinued to use and it was capped and remained inside the patient's body. A new atrial lead was implanted instead. Pacemaker failure was not suspected however the subject pacemaker was also discontinued to use and will be returned for analysis. A new pacemaker was connected to the new atrial lead and the implanted-ventricular lead.

Event description:
Reportedly, patient visited the hospital due to breath shortness. Initially, atrial fibrillation was suspected as a possible cause of the observed symptom. However atrial fibrillation was not confirmed and ventricular pacing due to atrial pacing failure was confirmed. Atrial sensing failure was also confirmed. The subject pacemaker check was performed. Atrial lead was measured. Atrial lead impedance was over 3000 ohms and both atrial pacing failure and atrial sensing failure were observed. Also, the subject pacemaker was initially programmed to safer mode; however, it was switched from aai mode to ddd mode, because of no ventricular contraction due to atrial pacing failure. Atrial lead polarity was reprogrammed to unipolar configuration and atrial lead was measured again. Atrial lead impedance was 545 ohms and atrial threshold and p-wave amplitude were normal values. Isometric test was performed in unipolar configuration and atrial noise oversensing was observed. Therefore, re-operation was scheduled for (B)(6) 2016 in order to replace atrial lead. The subject pacemaker failure was not suspected however the pacemaker replacement was also considered at the re-operation. According to the patient, she had started to experience breath shortness different from usual from around (B)(6) 2016. The episode recorded in the device memory showed that rate of ventricular pacing (%) had started increasing since the same period reported by the patient. Re-operation was performed. The subject pacemaker was removed from the pacemaker pocket. Atrial lead pull test was not performed prior to unscrew atrial setscrew of the pacemaker. Both atrial and ventricular set-screws were loosened and atrial and ventricular leads were disconnected from the pacemaker. Atrial lead measurement by a pacing system analyzer was not performed. Atrial lead was discontinued to use and it was capped and remained inside the patient¿s body. A new atrial lead was implanted instead. Pacemaker failure was not suspected however the subject pacemaker was also discontinued to use and will be returned for analysis. A new pacemaker was connected to the new atrial lead and the implanted-ventricular lead.